Manufacturer narrative:
(B)(4). There is no indication that there was any failure to emit sounds or any health risk. The host monitor would present an alternate source for audible alarm generation. According to service records associated to this case, a philips field service engineer (fse) followed-up at the customer site, troubleshot the device combination in question and determined that the inop was actually caused by the x2. The fse thus had the second service call created, to process additional exchange parts for the correct device (s/n (B)(4)). The service records associated to this follow-up call revealed that the fse was able to trace the cause of the "speaker malf" inop to the mainboard of the x2 (not the speaker assy - this was tested by fse). A replacement of the mainboard resolved the issue. The questionable x2 was connected to an intellivue mp70 host monitor at time of occurrence. As the monitor was verified to have operated properly, and the source for audible alarm generation was present. In an abundance of caution, philips will report this inop even though an audible alarm source was present, a visual warning was provided and product labeling states that a customer not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. As the customer has apparently recognized the speaker failure, and as no patient adverse event/adverse patient impact was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, patient alarms & technical inops will continue to be annunciated at the central station (if networked). The problem was resolved by replacement of the x2 main board, per this report and the associated service record. This complaint has been evaluated and does not allege a death, serious injury, or safety issue. The troubleshooting and repair that has already been done by the fse is considered as all that is warranted for this malfunction. The replaced product remains at the customer site. There is no indication of any design, manufacturing or materials problem. No further investigation or action is warranted.

Event description:
The customer reported that the mp70 displayed a visual "speaker malf" inop message.